Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the nir handheld camera burned a hole in the drape and was smoking. The camera light guide cable was burned. There was no harm to the patient. The site completed the case and stated they would not use camera and scope until issue had been identified. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that user's glove was not burned. There was no harm to the patient or staff.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the handheld camera for evaluation, but evaluation has not been completed as of the date of this report. Isi received the handheld camera light guide involved with this complaint to perform failure analysis. The handheld camera light guide was analyzed and visual inspection displayed no signs of physical damage. The wire was not broken, and the insulation was still intact. The handheld camera light guide could not be tested due to no system availability. No product issue was identified.